Event description:
Customer called to report that a new kit of synchron systems drug calibrator 2 was opened, and vial / level #5 was found nearly empty. Customer noticed evidence of leakage inside the box. Customer then opened a second kit of the same lot, lot #m101710, and found that vial / level #6 was completely empty. Again, customer noticed evidence of leakage inside the box. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, eye protection / goggles and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results.

Manufacturer narrative:
Customer did not find any visible damage to the vials, and did not return the shipment for inspection. Although the cause of the vial leak was not determined, it may be assumed that the container was cracked or damaged due to transit of the shipment. A beckman coulter, inc representative sent two replacement kits to customer. (B)(4). Customer did not return shipment.